Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Insulin flow blocked alarm during priming due to severe moisture damage to pcb1 board and pcb2 board. Unable to perform the displacement test and self-test because of insulin flow blocked alarm during priming. P-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected and found moisture damage to motor assembly, pcb1 board and pcb2 board. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube, end cap address label missing, cracked keypad overlay, stained keypad overlay, serial number label missing, and cracked battery tube case. Cosmetic damage was confirmed at battery compartment during analysis. Exposure to moisture confirmed at electronic components. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the insulin pump. Troubleshooting was performed and it was reported location of damage is at backside of the pump and water leaked and pump is not working . No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.